Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information related to an unspecified philips device. The device has been alleged to have the cord sheath torn between the outlet and ac adapter and exposed internal wiring. The sales representative replaced the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.